Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of haze/mist issue and system risk analysis (sra). Trending analysis of haze/mist issue was reviewed from (B)(6) 2017 to (B)(6) 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." Functional analysis was not performed as parts were not available for return. The assignable cause of the haze/mist issue is the catalytic converter, oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic converter, vacuum pump oil and the oil mist filter were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an event of "steam" (haze/mist) emitting from the sterrad® 100s sterilizer while the unit is running. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.